Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for a pseudoaneurysm at the distal anastomosis of the vascular graft and dissection of the left external iliac artery using gore® dryseal flex introducer sheath as accessories. An 18fr sheath was inserted from the patient's right side, and resistance was encountered during insertion. Post-placement angiography of the access vessel revealed a new dissection in the right external iliac artery. As treatment, a bare metal stent was deployed, and the procedure was completed successfully. The physician noted that strong resistance was felt during sheath insertion, and the complication was therefore anticipated. The vessel diameter at the site of dissection was reported to be approximately 7.77 mm to 8.43 mm.

Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.